Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr replaced the driver power module and calibrated the transducer, regulators, and driver displacement indicator (ddi) board. The device meets manufacturer's specifications.

Event description:
The customer reported that the start/stop button intermittently got stuck and did not start the piston. There was no patient involvement associated with this issue.